Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: catheter, ubd: 25-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient representative via a manufacturer representative, regarding a patient who was receiving unknown baclofen (2000mcg/ml at 718mcg/day) via an implantable pump. The indications for use were unknown. It was reported, that the patient's mother stated, that after the initial implant, they continued to increase the patient's dose to find efficacy. And finally a dye study was performed, which showed that the catheter would not aspirate. Thus, a replacement was indicated. It was unknown, if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient rides a recumbent bike, which could be a potential cause. The two revision kit catheter pieces were disconnected. And it was found that the spinal segment was not leaking cerebrospinal fluid. After replacing the catheter, fluid was able to be aspirated. The patient's dose was also decreased by 50% after the catheter replacement. The issue was resolved at the time of the report. The patient's weight and medical history were asked, but would not be made available. The patient status at the time of the report was alive with no injury.